Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. There was no patient harm. A repeat procedure was performed. There was no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to the event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule replacement.

Manufacturer narrative:
Additional information: device evaluation it was reported that one bravo ph capsule failed to attach to the patient esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was attached to the delivery device. Visual inspection did not reveal any damage. The plunger of the delivery device was found to be rotated more than 1/8 of a turn. The IFU for this device states, do not rotate or otherwise force the plunger beyond the white line on the barrel (1/8 of a turn). Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device and cause possible injury to the patient. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed to attach. There was no patient harm. A repeat bravo procedure was performed. There was no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to the event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule replacement. The device has been returned for investigation.